Event description:
Review of device registration records reveals that patient expired 2001.

Event description:
The hcp reported that the device was explanted. No reasons was given for the explant. The device was returned to the manufacturer for analysis.